Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade iii/IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii/IV. Device remains implanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture, was received on jun 22, 2022 with lot number 3281987. Visual analysis of the returned device identified: underweight, an opening on radius, crease flat, and wear abrasion. A microscopic analysis was performed which identified: stress marks and a crease sharp opening on radius. Based on the device analysis the final assessment is: a crease sharp opening on radius assessed as fold flaw opening.

Event description:
Device has been explanted.